Event description:
It was reported when using the bd holder one use jpn, the device experienced molding defects with sharp protrusions. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: this is a report about burrs on the wing part of one-use holder. According to the customer's report, there are lots of burrs on the wing part of the holder and this causes pain when it is held with hand.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to molding defect (burr) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode molding defect (burr). Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd holder one use jpn, the device experienced molding defects with sharp protrusions. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: this is a report about burrs on the wing part of one-use holder. According to the customer's report, there are lots of burrs on the wing part of the holder and this causes pain when it is held with hand.